Event description:
Pt arrived at the clinic via stretcher and had no complaints. Pt's right groin/thigh looped graft was cannulated with 15 gauze needles. At 11:06 hemodialysis treatment was started: blood flow rate (bfr) 500 ml/minute with arterial pressure (ap) 165 and venous pressure (vp) 215, blood pressure (bp) 108/38, heart rate (hr) 77; at 11:35 bfr 500, ap 196, vp 186, bp 98/45, hr 81; at 12:05 bfr 500, ap 228, vp 213, bp 135/79, hr 46; at 12:35 bfr 500, ap 220, vp 208, bp 79/27, hr 87. Staff reports bp is low, pt denied symptoms, dialysis lines connected/secure and visible. A 300 ml normal saline given. At 12:40 bfr 500, ap 220, vp 200, bp 102/52, hr 88 - bp rechecked. Staff reports pt was stable, no complaints, and lines secure. At 13:05 bfr 500, ap 325, vp 178, bp 113/64, hr 90. Staff checked pt and noted a decrease in alertness. The needle site was checked and staff noted the venous needle was out "lying on his leg" and "blood was under pt's chair." Blood loss was estimated at greater than 200 ml. Normal saline 400 ml was administered. 911 paramedics called. Pt had a pulse and agonal breathing. CPR initiated with chest compressions and ambu bag breaths. Upon arrival to the ER, pt was unresponsive, no pulse, and was intubated. Pt was given 2 units of blood for hypotension and hemoglobin 7.1. Pt admitted for acute anemia of blood loss due to needle dislodgement from the hemodialysis line. Pt expired 2 weeks later after family decided to withdraw hemodialysis.

Manufacturer narrative:
The device was evaluated by the facility biomed technician and the fresenius regional equipment specialist and found no problems or issues. A supplement report will be submitted upon completion of the eval. Medical records reviewed by department medical director and staff: pt's venous needle dislodged from the femoral graft while on the hemodialysis machine with blood flows of 400 cc/min; although the arterial blood pressures were abnormally low, a venous needle dislodgment will not cause significant changes on the venous pressures; the machine would alarm depending on the range of venous pressures the machine is set up for. Pt became hypotensive and suffered a cardiopulmonary arrest leading to the hospitalization. The facility area manager verbally reported, after two weeks in the hosp, family decided to discontinue dialysis, and pt expired. The death certificate was not provided. The hemodialysis machine is designed to create an alarm when the alarm limits are violated. It is not designed to detect venous needle dislodgements or disconnects. It is a well-known phenomenon that the venous pressure change during a venous needle dislodgement/disconnect may not be significant enough to create an alarm. A machine investigation by the fresenius regional equipment specialist (res) was conducted and it was determined that the hemodialysis machine functioned as designed.